Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable. Troubleshooting was attempted with multiple external devices to no avail. As a result, the patient will undergo surgical intervention.

Event description:
Additional information received identified the patient's ipg was replaced with a new one.